Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 4.8 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Test strips may have been exposed to extreme temperatures. No treatment information provided. No adverse event reported. Requested return of suspect system.

Event description:
On (B)(6) 2010, pt and his girlfriend reported he received an e4 (occlusion) error on (B)(6) 2010 and again today which lead to an elevated blood glucose. Pt reported his blood glucose was over 400 mg/dl this morning when he woke up. Pt's target blood glucose is 125-160 mg/dl. Pt stated he had symptoms of blurred vision due to the hyperglycemia requiring assistance from his girlfriend operating the infusion device for him. Pt reported the occlusion on (B)(6) 2010, occurred while he was attempting a bolus 2.5 units of insulin; only 1.4 units of insulin were received. Pt stated there were 60.0 units of insulin remaining in the insulin cartridge when the occlusion occurred, so they changed to a newly filled insulin cartridge. Pt reported when he woke up this morning with a blood glucose of 400 md/gl, he attempted to deliver a bolus of 10.0 units of insulin but the e4 (occlusion) error displayed on the infusion device. Pt blamed his elevated blood glucose on these occlusions. Had pt and his girlfriend remove the insulin cartridge from the infusion device, attach a new infusion tubing and attempt to prime; was successful. Pt reported they attached a new infusion set to a new infusion site. Had them connected the infusion tubing to the infusion set and placed the infusion device into run mode. Pt and girlfriend delivered a bolus of 1.0 unit of insulin to fill the empty cannula; the e4 did not recur. Had them review the bolus history. Advised them to test the pt's blood glucose and take appropriate steps to get it back into his target range. Product was replaced and requested return of the alleged product for eval.